Event description:
It was reported that during pre-testing the hand piece device was "overheating and the burr was getting stuck". A spare device was available and there were no delays to the scheduled surgeries. No patient harm, adverse outcome or injury was alleged. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The device was tested and failed the temperature specification. The drive shaft assembly was found to be damaged. The reported condition was confirmed. Evidence suggests this was due to internal motor or mechanical components failure due to excessive force. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).